Event description:
The suture was used during a lumbar laminectomy procedure. Reportedly, suture was "wicking" at the tails. The surgeon treated the infection with topical antibiotics. The clinical suture was not returned.